Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, air bubbles were observed within the pump supplies. Customer changed supplies to address the issue.